Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 144 mg/dl. The customer changed the infusion set and cartridge; however, bg level continued to elevate to 431 mg/dl. The customer delivered a correction bolus and a food bolus, via the pump, and changed the infusion set site during troubleshooting with tandem technical support. A system check was performed and indicated that the pump was operating as expected. A recommendation was made for the customer to consult with the healthcare provider if bg level continues to increase. Two hours later, the customer's bg level had lowered to 207 mg/dl.